Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument hardware and found no issues. A technical application specialist (tas) performed a precision study, then presented the data to the customer. All results were within manufactures specification. The cause of the discordant high calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high calcium was generated on an advia chemistry xpt system. The same sample was repeated using the same instrument. The same sample was run on an alternate advia chemistry xpt system. The two repeat values matched each other. The initial result was not reported to the physician. The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discrepant, falsely elevated calcium result.

Manufacturer narrative:
The initial MDR 2432235-2017-00257 was filed on april 19, 2017. Additional manufacturer narrative (6/01/2017): a siemens healthcare diagnostics customer service engineer and a technical application specialist made a follow up visit to the customer site. They inspected the hardware and software of the analyzer. They performed a system decontamination and a precision study. The results were discussed with the customer. The customer declined further studies. The cause of the discordant high calcium test result is unknown. The instrument is performing according to specification. No further evaluation of this device is necessary.